Manufacturer narrative:
When the investigation is completed, the results will be provided on a supplemental report.

Event description:
It was reported that "the broaches for the abg stem wiggled a bit on the handle when they were secured, there was a little play. Had a backup broach which they used."